Manufacturer narrative:
It was reported that the device was disposed by the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient complained of nausea, vomiting, diarrhea, and tea colored urine. Transient power spikes noted with pump interrogation. Ldh 1500. Patient also manifested symptoms of heart failure exacerbation. Also renal insufficiency. The patient was placed on heparin gtt while in the hospital. Inr at time of admit was 1.5. The patient was returned to the o.r. On (B)(6) 2014 for a pump exchange. The surgeon noted a large thrombus on the inner stator/bearing.